Event description:
It was reported that a malfunction code appeared on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset instructions, assisted the customer with the reset process, and advised monitoring for any recurring issues. Customer acknowledged the guidance and continued using the pump without further problems.